Event description:
Information was received from a consume regarding patient receiving morphine via an implantable pump. The indication for use was non -malignant pain and chronic low back pain. The patient reported they were having issues keeping the communicator charged for the past month and a half. The patient stated it will stay charged for "maybe half a day" and then they have to charge it and it "takes for ever" to get to the green light and it takes 3-4 hours to fully charge. The patient also mentioned having the handset replaced recently due to charging issues. The patient mentioned during this time when they go to deliver a bolus it's taking "up to 5 minutes" to get a bolus because it's stuck at 90 percent and its "getting progressively worse". The patient stated they get 5 boluses per day and the agent reviewed telemetry considerations with patient. The patient also mentioned they are going to switch medications because they have "built up a tolerance" to morphine and have an appt coming up with their physician about it. An email was sent to the repair department to replace the communicator. The patient having to charge multiple times a day. No patient harm reported. Additional information received from a patient indicated that the software version of their ptm was 2.0.1700.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory product ID hh9020tdd lot# serial# (B)(6): product type product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the patient requested physician listings to find a doctor that was closer to them and better at communicating. The patient stated that they have been with their current doctor for 5 years and they had to drive 120 miles to the office. The agent did not attempt to clarify to focus on reason for call. While on call, the patient stated that 'it took up to almost 5 minutes to either start sending the signal or picking up the signal. It stalls out at 90% and it will sit thereanywhere from a minute to 5 minutes before anything goes on.' The patient mentioned that they received two new external equipment at separate times 'last year.' The communicator was replaced on 2025-10-22 for similar reported issues and the handset was replaced on 2024-08-07 in a service case due to charging/charging port issues. The patient stated that 'in the beginning, I was waiting maybe 10 seconds and boom it was picking everything up, and as the time went along up until now it is slowly going to a minute or two minutes, and now up to 5 minutes. It was getting up to 3-4 minutes and then it (the myptm app) will shut down and they had to start over.' When the agent inquired pump meds, the patient stated that 'morphine - 20% per mill (in reference to ml) or something.' The patient had ¿myptm¿ application opened and read an expected 3 hour and 31-minute lockout. The agent assisted the patient in removing data from the application. The patient confirmed that they were able to successfully clear the data. It was noted that prior to data clear, the patient's data was 6.57 mb. The agent documented reported information, and the patient will monitor and call back for assistance as needed. The agent emailed physician listing, sent physician listing mail request, and emailed the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.